Event description:
Adverse event: perforation requiring medical intervention/death onset of adverse event: during the procedure. Device issue: none. It was reported that the pt was being treated in an elective percutaneous transluminal cardiac angioplasty (ptca) procedure. The left main was successfully treated and a xience 3.5 x 12 mm stent was deployed without an issue. The lesion in the mid left anterior descending artery (lad) was pre-dilated and a xience 2.75 x 23 mm stent was deployed at 14 atm for 15 seconds; however, severe extravasation occurred after stenting. Immediate balloon inflations were performed to stop the bleeding, but this was unsuccessful. Pericardial effusion drainage was also done immediately. Two jostent graftmaster stents (3.0 x 16 mm and 3.5 x 16 mm) were deployed at the proximal to middle of the lad, but the extravasation was not stopped after the covered stents were deployed. Thrombus formation was seen inside the lad and a thrombuster was used to remove the thrombus. Another graftmaster 3.0 x 19 was advanced to the lesion; however, the shaft of the graftmaster fractured due to powerful pushing. The pt experienced cardiogenic shock and worse clinical presentation progressed, even under ventilator support, and repeat isotropic agent CPR was done for more than 1.5 hours, but the pt's health did not recover. The pt died. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.